Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The patient was re-screened in the clinic. Technical services discussed the rescreening with the local representative. Later, a procedure was done to replace the electrode. The pulse generator remains implanted. There were no additional adverse patient effects.